Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/27/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as itchy blisters that were located underneath the adhesive patch. The patient had a physical and spoke to her doctor about the skin reaction. Doctor stated that the patient had an allergic reaction to the adhesive. Date of physical is unknown. The affected area was kept dry and was treated with gauze and over-the-counter neosporin cream. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.